Event description:
It was reported that during a sigma resection procedure, there was no device function during testing. The display showed an instrument error code. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 07/02/2009. Evaluation summary: the device was returned with the tissue pad missing. The device was tested on a generator and was found to be functional, no error code 5 was noted during testing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.